Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: one similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter in the patient's left eye (os) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vault. Reportedly, the patient refused to exchange the lens and decided to take out the lens. The cause of the event is reported as unknown.

Manufacturer narrative:
H3-device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found that the haptic was broken. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).